Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Examination of the returned device confirms the report. The device threading is damaged. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: dvr lock standard r st, catalog #: 131812051, lot #: 356450. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during a distal radius fracture repair procedure. During the procedure, the smooth peg was not able to fix in the hole on the dvr crosslock plate. The surgeon used an alternative peg to complete the operation.